Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a procedure on (B)(6) 2012. According to the complainant, post-procedure, the patient experienced unspecified complications (date/s of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.